Event description:
The device was explanted from a patient who expired on december 14, 1998. On february 26, 1999, the physician performed a device demonstration and it was normal. During a demonstration on march 1, 1999, inappropriate data of low pulse amplitudes and low magnet rates were observed. There was no indication that the device contributed to the death of the patient.